Event description:
In 2007, staff obtained glucose reading of 203 mg/dl at 11:02am on roche accu-check inform meter. Lab sample was drawn at 12:13 pm and run at 12:42 pm on the beckman coulter lx20. This result was 77 mg/dl. Because of the 11:02 am reading of 203, the pt was given 2 units of insulin at 12:15 pm, which was not necessary according to the lab value. The day before, staff obtained a glucose value of 228 mg/dl at 10:41 am on roche accu-chek inform meter. Lab sample was drawn at 11:50 am and run at 12:25 pm and resulted in a value of 150 mg/dl. As a result ofthe 10:41 glucose value, pt was given 2 units of insulin at 1:57 pm. Roche was contacted and roche personnel performed an on-site evaluation in 2007. The receipt of a finalized report from roche is still pending. An alternate device with a different type of blood glucose testing method had been identified for this pt.